Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Replacement head does not stay on all the way, comes loose while brushing [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that the oral-b brushhead, version unknown that he/she had for his/her oral-b rechargeable toothbrush, version unknown did not stay on all the way, coming loose while he/she was brushing. This was not the first time that the consumer had used these brush heads. No symptoms developed.

Manufacturer narrative:
On 03-aug-2016 product investigation results: reporter returned one oral-b floss action brush head on (B)(6) 2016. The evaluation of this complaint did not show any manufacturing root cause.

Event description:
Replacement head does not stay on all the way, comes loose while brushing [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that the oral-b brushhead, version unknown that he/she had for his/her oral-b rechargeable toothbrush, version unknown did not stay on all the way, coming loose while he/she was brushing. This was not the first time that the consumer had used these brush heads. No symptoms developed.

Manufacturer narrative:
Reporter returned one oral-b floss action brush head on 28-jun-2016. Product investigation in progress.

Event description:
Replacement head does not stay on all the way, comes loose while brushing [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that the oral-b brushhead, version unknown that he/she had for his/her oral-b rechargeable toothbrush, version unknown did not stay on all the way, coming loose while he/she was brushing. This was not the first time that the consumer had used these brush heads. No symptoms developed.